Manufacturer narrative:
The steris service technician arrived on site to inspect the v-pro max 2 sterilizer and was unable to determine the cause of the reported event. In lieu of repairing the unit, the customer received a new unit. A definitive cause of the reported event could not be determined. No additional issues have been reported.

Event description:
The user facility reported that their v-pro max 2 sterilizer caught fire. No report of injury.

Manufacturer narrative:
Investigation of this event is currently in progress. A follow-up report will be submitted when additional information becomes available.